Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a radio frequency failed self-test alarm on the insulin pump. The customer was unable to upload the device to their computer. Troubleshooting was performed. The alarm did not occur during the rewind and prime sequence. They performed a self-test. The test failed. The customer¿s blood glucose level at the time of the call was 50 mg/dl. However, it was noted that they were not using the insulin pump for treatment. The device will be replaced and returned for analysis.

Manufacturer narrative:
Failed self-test alarm and high stop current due to faulty electronic board. Pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had cracked case at display window corner and minor scratched display window.